Manufacturer narrative:
The initial MDR 2517506-2017-00493 was filed on may 16, 2017. Additional information (06/27/2017): a siemens headquarter support center (hsc) has review the instrument and escalation data for this issue. The instrument data shows no issue with the instrument or reagent. The customer noted that the technologist working during both incidents admitted to aspirating sample from the tube while the sample was being processed on the analyzer. The aspiration profile for both samples had an atypical pattern that is consistent with incomplete aspiration of sample. The discordant results that were obtained are consistent with no sample delivery. The cause of the issue is the operator removing the sample during sample aspiration and after the sample volume verification had been performed by the analyzer. This caused insufficient sample to be delivered. The cause of the discordant results was due to a user error.

Manufacturer narrative:
The customer contacted the siemens technical support center (tsc) to report the discordant troponin (tni) results. The customer stated the sample had other methods tested that gave process error, above assay and below assay range flags. Quality controls recovered within range. The customer did not want troubleshoot with technical support center (tsc) but requested service. A siemens customer service engineer (cse) spoke with the customer and customer said that the instrument was functioning properly and no service was needed. The customer stated that both the samples had a d-dimer ordered on them and believes that the technician removed the sample before it was done sampling. The customer said because the tni was on the priority panel, it was printed out before the other tests and before the customer realized that a sampling issue has taken place. This issue has not been seen on any other shifts. The cause of the discordant troponin results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant troponin I (tni) results were obtained on two patient samples on a dimension exl with lm instrument. Sample ID (B)(6) was repeated on the same instrument and recovered higher. Sample ID (B)(6) was repeated on the same instrument and recovered lower. The discordant result was reported to the physician(s) for sample ID (B)(6) and was not reported to the physician(s) for sample ID (B)(6). The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tni results.